Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), uterine perforation ("migration of implant (uterus) / perforation (uterus)"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding (general / other injuries/complication (passing blood clots).)") In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included citalopram. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), mood altered ("hormonal changes (moody)"), the first episode of weight increased ("weight gain"), depressed mood ("sad"), migraine ("migraines"), headache ("headaches"), memory impairment ("neurological conditions or problems (forgetful)"), the second episode of weight increased ("weight gain"), loss of libido ("did not want to have intercourse") and anaemia ("anemic"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral),), surgery (hysterectomy (partial) and salpingectomy (bilateral)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, fatigue, mood altered, depressed mood, migraine, memory impairment, the last episode of weight increased, loss of libido and anaemia outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage and headache had resolved. The reporter considered anaemia, depressed mood, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, loss of libido, memory impairment, menorrhagia, migraine, mood altered, uterine perforation, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. On (B)(6) 2016 patient underwent hysterosalpingogram test resulted in total bilateral occlusion perforation ¿ fallopian tube, perforation ¿ uterus, migration of essure device. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs+mr received, reporter added, event added as :- abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, fatigue, hormonal changes (moody, weight gain, sad, did not want to have intercourse), migraines/headaches, migration of essure (uterus), neurological conditions or problems (forgetful, headaches), pain, perforation (fallopian tubes), perforation (uterus), weight gain, anemia. Lab data added, concomitant drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), uterine perforation ("migration of implant (uterus) / perforation (uterus)"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding (general / other injuries/complication (passing blood clots).)") In a 46-year-old female patient who had essure (batch no. C22991-invalid,c22911) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, vaginal bleeding, migraine, headache and weight gain. Previously administered products included for birth control: yasmin. Concurrent conditions included overweight, anxiety, perineal pain and abdominal adhesions. Concomitant products included citalopram. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea") and fatigue ("fatigue") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), mood altered ("hormonal changes (moody)"), depressed mood ("sad"), memory impairment ("neurological conditions or problems (forgetful)"), loss of libido ("did not want to have intercourse") and anaemia ("anemic"). The patient was treated with surgery (ablation in (B)(6) 2016, hysterectomy (partial) and salpingectomy (bilateral) and hysterectomy (partial) and salpingectomy (bilateral),). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, mood altered, depressed mood, migraine, memory impairment, loss of libido, anaemia and the last episode of weight increased outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage, fatigue and headache had resolved. The reporter considered anaemia, depressed mood, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, loss of libido, memory impairment, menorrhagia, migraine, mood altered, uterine perforation, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. On (B)(6) 2016 patient underwent hysterosalpingogram test resulted in total bilateral occlusion perforation ¿ fallopian tube, perforation ¿ uterus, migration of essure device lot number c22991 is invalid. Lot number:c22911 manufacture date:2014/02 expiration date:2017/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality-safety evaluation of product technical complaint. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), uterine perforation ("migration of implant (uterus) / perforation (uterus)"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding (general / other injuries/complication (passing blood clots).)") In a 46-year-old female patient who had essure (batch no. C22991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia, vaginal bleeding, migraine, headache and weight gain. Previously administered products included for birth control: yasmin. Concurrent conditions included overweight and anxiety. Concomitant products included citalopram. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), mood altered ("hormonal changes (moody)"), depressed mood ("sad"), memory impairment ("neurological conditions or problems (forgetful)"), loss of libido ("did not want to have intercourse") and anaemia ("anemic"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral),), surgery (hysterectomy (partial) and salpingectomy (bilateral)) and surgery (ablation in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, mood altered, depressed mood, migraine, memory impairment, loss of libido, anaemia and the last episode of weight increased outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage, fatigue and headache had resolved. The reporter considered anaemia, depressed mood, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, loss of libido, memory impairment, menorrhagia, migraine, mood altered, uterine perforation, vaginal haemorrhage and the first episode of weight increased to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. On (B)(6) 2016 patient underwent hysterosalpingogram test resulted in total bilateral occlusion perforation ¿ fallopian tube, perforation ¿ uterus, migration of essure device . Most recent follow-up information incorporated above includes: on 1-nov-2018: reporter information was added. This case concerns 46 year old patient. Her historical medication and concurrent condition was added. Essure lot number was added. She had recovered from event: fatigue. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), uterine perforation ("migration of implant (uterus) / perforation (uterus)"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding (general / other injuries/complication (passing blood clots).)") In a 46-year-old female patient who had essure (batch no. C22991-invalid, c22911) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia, vaginal bleeding, migraine, headache and weight gain. Previously administered products included for birth control: yasmin. Concurrent conditions included overweight, anxiety, perineal pain and abdominal adhesions. Concomitant products included citalopram. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), mood altered ("hormonal changes (moody)"), depressed mood ("sad"), memory impairment ("neurological conditions or problems (forgetful)"), loss of libido ("did not want to have intercourse") and anaemia ("anemic"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral),) and surgery (ablation in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, mood altered, depressed mood, migraine, memory impairment, loss of libido, anaemia and the last episode of weight increased outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage, fatigue and headache had resolved. The reporter considered anaemia, depressed mood, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, loss of libido, memory impairment, menorrhagia, migraine, mood altered, uterine perforation, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. On (B)(6) 2016 patient underwent hysterosalpingogram test resulted in total bilateral occlusion perforation ¿ fallopian tube, perforation ¿ uterus, migration of essure device most recent follow-up information incorporated above includes: on 12-nov-2018: update of information (batch is invalid). On 31-oct-2018: new mr received- lot number was updated.new reporters was added. Follow up 3 & 4 processed together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)"), uterine perforation ("migration of implant (uterus) / perforation (uterus)"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding (general / other injuries/complication (passing blood clots).)") In a 46-year-old female patient who had essure (batch no. C22991-invalid,c22911) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia, vaginal bleeding, migraine, headache and weight gain. Previously administered products included for birth control: yasmin. Concurrent conditions included overweight, anxiety, perineal pain and abdominal adhesions. Concomitant products included citalopram. On (B)(6)2015, the patient had essure inserted. In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2016, the patient experienced dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), mood altered ("hormonal changes (moody)"), depressed mood ("sad"), memory impairment ("neurological conditions or problems (forgetful)"), loss of libido ("did not want to have intercourse") and anaemia ("anemic"). The patient was treated with surgery (hysterectomy (partial) and salpingectomy (bilateral)) and surgery (ablation in (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, uterine perforation, dysmenorrhoea, mood altered, depressed mood, migraine, memory impairment, loss of libido, anaemia and the last episode of weight increased outcome was unknown and the menorrhagia, genital haemorrhage, vaginal haemorrhage, fatigue and headache had resolved. The reporter considered anaemia, depressed mood, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, loss of libido, memory impairment, menorrhagia, migraine, mood altered, uterine perforation, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. On (B)(6)2016 patient underwent hysterosalpingogram test resulted in total bilateral occlusion perforation ¿ fallopian tube, perforation ¿ uterus, migration of essure device most recent follow-up information incorporated above includes: on 15-nov-2018: update of information (batch is invalid) incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation, genital haemorrhage and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.